Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. A non-bsc guide wire was advanced and crossed the lesion. The 15mm x 2.5mm apex balloon was advanced to the target lesion with difficulty. On the first inflation, the balloon ruptured at nominal pressure after 5 seconds. The device was removed intact and the procedure was completed with this device. No patient complications reported and the patient's status is good.